Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a manufacturer representative indicated that the cause of the symptoms had not been determined. No further actions were taken and the hcp was to continue to monitor the patient. The device remained implanted.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial#: unknown, implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-may-2021, UDI#: (B)(4); product ID: 8780, serial/lot #: unknown, ubd: 03-may-2021. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (750 mcg/ml at 175 mcg/day) and bupivacaine (16 mg/ml at 4.261 mg/day) via an implanted pump. It was reported that the patient had symptoms of nausea, tremors, chills, increased pain, and a metallic taste in her mouth. She also reported ¿feeling off" and changes in symptoms based on positional changes. A dye study and roller study were performed prior to the call and were successful. It was noted that the patient did have a long catheter, but the dye study was successful. The logs were read and there were no events and there had been no volume discrepancies at refills. The patient stated that the symptoms began roughly 2 months ago, and the doctor stated that he started noticing the change about 2 weeks ago. The doctor stated that he believed the symptoms were of overdose. The dose had been increased from 175 mcg to 200 mcg on (B)(6) 2020 and there were no symptom changes. The doctor was looking for suggestions. The patient's relevant medical history included having a vp (ventriculoperitoneal) shunt, but they were not at this time suspecting an issue with that device.